Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
The pump passed the displacement test, and all buttons functioned properly. However, the pump had moisture on the down arrow keypad trace. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.